Event description:
During shoulder arthroscopy pump pressure was lowered from 40 to 20 mmhg due to shoulder getting tight. Pump observed to be pumping continuously after decreasing the pressure. Once surgical drapes removed after the procedure swelling was noted to r side of chest/neck and midsternal. Patient remained intubated approx. Two hours after procedure until swelling decreased and discharged home the following day.smith and nephew.